Manufacturer narrative:
Section of this report was corrected to reflect correct manufacturer received date. The esheath was returned to edwards lifesciences for evaluation. Upon returned it was noticed that there was a slight split in sheath distal tip; minor soft tip damage and a piece of soft tip missing. There were scratches on distal end of sheath shaft. Liner expanded as designed. The esheath is a single use device. The liner was fully expanded as designed and the distal tip was torn. Due to the condition of the returned sheath (fully expanded), no relevant measurements or functional testing were able to be performed. The complaint was confirmed by visual inspection. 3mensio imagery of the patient anatomy was provided by the complaint site. Based on available information, it is unclear as to whether the left or right subclavian artery was used for access. However, review of the imagery for both vessels shows tortuosity and calcification. Both vessels can be seen to have undersized mlds, with the left subclavian artery having an mld of 5.1mm and the right subclavian artery having an mld of 5.0mm. Furthermore, the junction where the vessels connect to the aorta has significant calcification.

Manufacturer narrative:
A device history record (DHR) review performed did not reveal any issues that could have contributed to this event. A review of the lot history revealed no other similar complaints. A review of complaint data revealed that the complaint rate did not exceed the september 2017 control limits for the applicable complaint trend categories. The instructions for use (IFU) and training manuals were reviewed for instructions or guidance involving esheath use and no deficiencies were identified. A sheath distal tip split and sheath distal tip separation were confirmed through visual inspection of the returned device during engineering evaluation, but no manufacturing non-conformances were identified. An IFU/training manual review revealed no deficiencies, and DHR review and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing processes supports that the esheath has proper inspections in place to detect issues related to the complaint event. A review of the complaint history suggests that procedural factors likely contributed to the distal tip split. As noted in the complaint description: ¿post bav there was resistance when pulling back the balloon into the esheath and the balloon got caught on the sheath tip when pulling it back.¿ visual inspection of the bav found that the balloon/shaft bond was damaged, suggesting that the edge of the balloon bond caught on the sheath tip. It is possible that the excessive force and device manipulation applied as a result of the withdrawal difficulty caused the split in the sheath tip. It is additionally possible that patient factors further contributed to the distal tip split. As noted in the imagery review, the access vessel was tortuous, calcified, and undersized. These factors could have created a difficult pathway for insertion of the sheath and withdrawal of the bav and delivery system. Withdrawal of a device through tortuous anatomy may result in withdrawal difficulty as the device and sheath tip may not be coaxial (thereby increasing the likelihood of the balloon getting caught on the sheath tip, causing the split as described above). Furthermore, the significant calcification in the junction between the aorta and access vessels could have damaged the sheath tip during device insertion and/or manipulation, resulting in the observed split. The minor soft tip damage and scratches observed on the distal end of the sheath shaft further supports that calcification impacted the device. After being damaged by the calcification and/or bav withdrawal difficulty, the missing piece of soft tip likely detached after removal from the patient as a result of handling. As noted in the complaint description: ¿there was a piece of the distal tip protruding into the inner diameter of the esheath tip¿, supporting that the piece was attached following device removal and that separation occurred at a later time. As such, it is likely that patient/procedural factors contributed to the reported events. However, based on available information, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-03301.

Event description:
During a tavr procedure via subclavian approach, upon visual inspection of the returned 14 fr esheath it was observed that the distal sheath tip had a small split.bav had been performed without issues. Post bav there was resistance when pulling back the balloon into the esheath and the balloon got caught on the sheath tip when pulling it back. The operator was able to pull out the balloon from the patient. Then when inspecting the balloon on the table it looked damaged where the bav balloon connects with the catheter. It is unknown if there was residual fluid on the balloon. The delivery system was advanced with no difficulties advancing the device and valve alignment was performed without issues. During deployment, the 26mm sapien 3 valve would not go up and when pulling negative got blood return. The delivery system/valve were pulled back into the esheath and everything was removed as a unit.when the devices came out it was noticed that the distal tip of the sheath was damaged. There was a piece of the distal tip protruding into the inner diameter of the esheath tip.a new delivery system/sheath were prepped. The 26mm s3 valve was implanted at the native aortic annulus without issues. There was no injury to the patient.